Event description:
Philips received a complaint from the customer on the v60 indicating that the device has abnormal tidal volume. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00066. All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
Attempts have been made to try to obtain further information about this case but no further information was able to be obtained; only that the device was repaired and put back into service. This file will be closed and can be reopened if new information becomes available. The investigation concludes that no further action is required at this time. The device remains at the customer site.